Event description:
It was reported that: the pt complains of pain in his right hip that started approx 8 weeks ago and is getting worse. He claims it feels like glass and he experiences spasms. The pt reports his surgeon told him that he will be taking it out. The pt also mentioned that a rejuvenate was implanted in the left hip, but was asymptomatic.

Manufacturer narrative:
An eval of the device cannot be performed as the device(s) remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.